Event description:
On (B)(6) 2025 the company received notification that a product associated with a shoulder procedure was mislabeled. The surgeon implanted the device without incident and no surgical complications were reported. The device was mislabeled resulting in an offset humeral head being implanted instead of a standard humeral head. There were 30 pieces manufactured by only 4 were distributed to this one customer. One unit was implanted. The customer returned the 3 unused parts as part of the customer complaint investigation. No other units were distributed or remained in the field. The company believed this report was submitted at the time of the incident, but recently discovered that it had not been submitted. This malfunction report is being submitted retrospectively since it was discovered that it had not been submitted at the time of the incident.

Manufacturer narrative:
The surgery was completed successfully. The surgeon reported it was a stable joint and had a good outcome. There were no reported injuries to the patient and no reported complications or adverse events. It was confirmed that the product was mislabeled resulting in an offset humeral head being implanted instead of a standard humeral head. Although 30 units were manufactured, only 4 were distributed to this one customer. One unit was implanted. The customer returned the 3 units that were not used. Therefore, no units had been distributed or remain in the field. The company believed this report was submitted at the time of the incident but recently discovered that the report had not been submitted. This malfunction report is being submitted retrospectively since it was discovered that it had not been submitted at the time of the incident.